Event description:
The dhs plate, lag screw and cannulated screw were intact, the two (2) cortex screws were broken at the head.

Manufacturer narrative:
Additional information provided. A review of the device history record could not be performed as the lot number provided is not valid for elmira. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial.

Event description:
Further it was reported that the two (2) cortex screws were broken at the head due to a traumatic event of fall.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of a one (1) dynamic hip screw (dhs) plate, one (1) dhs lag screw, two (2) cortex screws, one (1) 7.3 cannulated screw, and 1 washer due to a new traumatic event of fall that injured the hip and other areas. The hardware was implanted on an unknown date. All implants were successfully removed. The procedure was successfully completed with no surgical delay. Patient outcome is stable. This report is for one (1) dhs®/dcs® one-step lag screw 12.7mm thread/80mm. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: jdo. Device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested.the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of a dynamic hip screw (dhs) plate implant due to another traumatic event. The hardware was implanted on an unknown date. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. This complaint is for (2) devices. This complaint is for (1) dhs®/dcs® one-step lag screw 12.7mm thread/80mme. This report is 2 of 2 for (B)(4).